Manufacturer narrative:
Complaint not confirmed, the device returned did not have any signs of damage, no abnormality observed. No leak was observed during functional testing of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the arthrex acp® double syringe system, abs-10010s, was leaking while collecting blood. No adverse effect to the patient.